Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a small stitch opening in the corner of the ipg incision. Symptoms of redness and irritation around the stitch were noted. The patient was prescribed antibiotics and home regimens.